Event description:
It has been reported that a revision of the femoral component was performed because it was noticed after implantation that a small piece of metal/oxinium had chipped off. The piece was from lateral edge of femoral condyle. The metal piece was retrieved and it is suspected that the femoral component may have been hit inadvertently with an instrument. Only the small chipped piece was returned for evaluation.